Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a charging issue in which the ilet did not fully charge despite attempts with different power outlets, consistent with a device charging malfunction involving the external charger component. Symptoms included none reported. Outcomes included no impact to health or therapy reported. Investigation included remote troubleshooting and user education. Investigation of this case revealed insufficient evidence of device failure beyond a suspected charger malfunction, and a replacement charger was offered to restore normal charging functionality. It was concluded, based on previously established findings for similar reports, that the cause was attributable to a suspected charger component malfunction.